Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin coming out during a set change. The customer later reported that the device had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.